Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into the left anterior descending coronary artery. It was not possible to cross the target lesion; therefore, the stent and delivery sys were pulled back and the stent dislodged from the stent delivery sys at the femoral sheath. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent was successfully retrieved from the pt's groin and discarded. The target lesion was treated with another ave gfx stent successfully. There was no add'l clinical sequelae reported relative to the event.